Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 25.0 mmol/l. The customer was treated with multiple daily injections. Customer's other blood glucose was 23 mmol/l to 35 mmol/l. Troubleshooting was done for high blood glucose and under delivery. Customer experienced nausea and vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that displacement test was successful. The insulin pump will not be returned for analysis.